Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dr. Broached as usual and settled with a size 16 broach beyond the teeth. Tried to implant a 16 taperloc stem and it stayed about 1.5cm proud. No additional information.

Manufacturer narrative:
(B)(4) complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Visual examination of the returned product identified surface scratching on the neck and near the threaded insertion/extraction hole. The notch adjacent to the threaded hole is deformed. No other damage was observed. Additionally dimensional analysis was preformed, the overall length of the stem was measured and falls within the conformance range for a 16x152mm stem. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.